Event description:
The y part of the tubing cut spontaneously alone. Another device has been placed.

Manufacturer narrative:
The manufacturer had received the sample and will be evaluated. Results are expected soon.